Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a new, inexperienced loader was loading the valve. While loading the valve into the delivery catheter system (dcs), the inexperienced loader rushed the load, causing a misload. When the deployment knob was turned, tension was felt in the dcs. The threading of the screw gear became damaged due to the force required to turn the deployment knob. The capsule of the dcs kinked in and became discolored. The misload was caught prior to the fluoroscopic check. The entire system was replaced with a new compression loading system, dcs, and valve for the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device inst ructions for use (IFU), contains instructions to use the integrated loading bath which features a mirror to aid in accurate placement of the transcatheter aortic valve frame paddles during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs the user to visually and tactilely inspect the capsule for a misloaded bioprosthesis. In this case, it was reported that the misload was caught prior to the fluoroscopic check. No procedural images or fluoroscopy load check images were supplied to medtronic for review and without the delivery catheter system (dcs) for analysis or images to review, the reported misload cannot be confirmed. It was reported that the loader was inexperienced and rushed the loading of the valve, causing a misload, indicating this misload occurred due to user error. However, the root cause could not be determined with the limited information available and a relationship to the dcs cannot be established. When the deployment knob was turned, tension was felt in the dcs. The threading of the screw gear became damaged due to the force required to turn the deployment knob. The capsule of the dcs kinked in and became discolored. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. As reported, the loader was inexperienced and rushed the loading of the valve, causing a misload which subsequently caused the capsule to kink due to the tension in the device. However, the root cause could not be determined with the limited information available and a relationship to the dcs cannot be established. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.